Event description:
It was reported that a false asystole was noted upon interrogation. This was consistent with the electrodes breaking contact with the tissue and then making contact again. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.